Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The locked control panel could not be verified through any testing methods. The device met functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a locked control panel. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.